Event description:
The customer reported that the autopulse platform (s/n (B)(4) did not power on using autopulse li-ion battery (s/n unknown). The customer did not provide any further information but requested zoll to evaluate the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (s/n (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information.

Event description:
During a shift check, the autopulse platform (s/n (B)(6)) did not power on using autopulse li-ion battery (s/n unknown). The customer did not provide any further information but requested zoll to evaluate the autopulse platform. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2022-01743 for the autopulse platform (s/n (B)(6)).